Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 15012113/15119734/16157588.

Event description:
It was reported that the patient was having lead fractures.